Event description:
It was reported that during a da vinci si small bowel resection procedure, the surgical staff claimed that they began to have instrument recognition issues with arm 1 and arm 3. According to the initial reporter, a suction irrigator instrument was not recognized by arm 3. In addition, the site allegedly had instrument engagement issues with arm 1. The initial reporter indicated that the patient was under anesthesia for approximately 2 hours. The patient side cart (psc) was reportedly undocked from the patient when the surgical staff contacted intuitive surgical inc. (Isi) to report the instrument recognition issues. At the time of contact with isi, the surgical staff reportedly did not have time to troubleshoot the reported issues. The technical support engineer (tse) instructed the site to call isi back when available to troubleshoot. The tse reviewed the site's system logs and identified errors: 22008, 31009, 282, and 23020. According to the tse, error 22008 referenced the patient side manipulator (psm) 1 cannula mount. Error 31009 reportedly referenced the tool sensor missing on psm 1. Error 282 reportedly referenced a tool rejected on psm 3. Error 23020 reportedly referenced the cannula port clutch switch on psm 1.

Manufacturer narrative:
On (B)(4) 2013, an isi field support engineer (fse) reportedly evaluated the reported issues at the site. The fse indicated that the site had completed 2 da vinci si surgical procedures since the reported event with no reported issues. In addition, the fse indicated that the suction irrigator instrument involved in the initial complaint had also been used since the reported event with no further issues reported. On (B)(4) 2013, isi again contacted the initial reporter of this complaint to obtain additional information regarding the reported event. The reporter indicated that the alleged instrument recognition issues began 2 hours after the da vinci si small bowel resection procedure began. According to the reporter, there were several factors as to why the surgeon made the decision to convert to open surgical techniques. The reporter indicated that one reason why the surgeon made the decision to convert to open surgical techniques was due to experiencing the instrument recognition issues. The reporter also indicated that the surgeon was already planning on converting to open surgical techniques since he needed to use a stapler instrument to complete the small bowel resection procedure. The reporter indicated that the patient tolerated the open surgical procedure well. To her knowledge, the patient did not experience any intra-operative or post-operative complications. The initial reporter indicated that the alleged instrument recognition issues were resolved after an fse replaced arm 1. She stated that the site had completed two subsequent da vinci si surgical procedures since the reported event with no reported issues. She also indicated that the suction irrigator instrument involved with this complaint had also been used subsequently with no reported issues. On (B)(4) 2013, isi contacted the fse to obtain additional information regarding the reported event. The fse stated that he did not replace any products or arm 1 as reported by the initial reporter. The fse indicated that he had contacted the site to follow-up on the reported issue and was informed that the alleged issue was resolved. The fse claimed that the site did not inform him of what actions were taken to resolve the reported issue.